Event description:
During a surgical procedure using the renaissance system at (B)(6) hospital (USA) on (b)(46 2018, it was reported that: "surgeon placed two alif cages with plates at l4-s1. Patient was flipped and registration was unachievable following multiple images, semi-automatic, and manual registration. Surgeon forced to free hand screws and abort rbt". Trying to troubleshoot the registration issues resulted in a prolongation of surgery by over an hour. No patient harm was reported. However, the exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.